Manufacturer narrative:
The complaint source confirmed that the prod had been disposed. The mfg records for top assembly batch 9294795 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that the stent dislodge. The physician had predilated the target lesion, of unk location with a 3.0x20 non-bsc balloon. A 3.5x12mm taxus express2 drug eluting stent (des) had been advanced to the target lesion. It was reported that the stent came off prior to inflation. The procedure was completed using a non-bsc bare metal stent. Add'l info has been requested but is not available.